Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2, and h6 have been updated accordingly. The balloon of 5f mynxgrip vascular closure device (vcd) popped on a heavily calcified lesion during the pullback step of deployment. There was no reported patient injury. The mynx was used following a diagnostic procedure. The deployer was trained and mynx certified. The product was stored according to the instructions for use (IFU). The suitability of the femoral artery was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel was verified to be greater than or equal to 5mm in diameter. There was little vessel tortuosity noted. The mynx vcd was used in conjunction with a non-cordis sheath. The procedure used a retrograde approach. There was no damaged noted in the distal end of the sheath after its removal. Hemostasis was achieved with less than thirty minutes of manual compression. The product was not returned for analysis. A product history record (phr) review of lot f1925502 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, such as calcification, may have contributed the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the information available for review suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1925502 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of 5f mynxgrip vascular closure device (vcd) popped on a heavily calcified lesion during the pullback step of deployment. There was no reported patient injury. The mynx was used following a diagnostic procedure. The deployer was trained and certified in the use of the mynx product. The product was stored according to the instructions for use (IFU). The suitability of the femoral artery was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel was verified to be greater than or equal to 5mm in diameter. There was little vessel tortuosity noted. The mynx vcd was used in conjunction with a non-cordis sheath. The procedure used a retrograde approach. There was no damaged noted in the distal end of the sheath after its removal. Hemostasis was achieved with less than thirty minutes of manual compression. The patient was neither hospitalized nor was the patient's hospitalization extended as a result of the event. The device will not be returned for evaluation as it was discarded by the site.